Event description:
It was reported that the unit started smoking during docking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The issue was determined to be with the docker. There was not problem with the rover. No further investigation of the rover will be performed. The docker will be investigated under pr# (B)(4).

Event description:
It was reported that the unit started smoking during docking. There was no patient involvement and no adverse consequences associated with this event.